Manufacturer narrative:
(B) (4). Evaluation summary: the reported condition of "keypad test failed" was confirmed during product evaluation. Inspection of the device revealed the condition was caused by an inoperative pump head module keypad on channel b. To correct this condition, the phm keypad was replaced on channel b. The pump was retested and returned to the customer within specification. This issue is currently being investigated under (B) (4).

Event description:
The facility reported an infusion pump with a condition of "keypad test failed." The event was reported to have occurred during biomed testing. According to the hospital representative, no pt injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version (B) (4) that is categorized as unremediated. No additional information is available.